Event description:
The field service engineer (fse) reported that during review of the diagnostic report found that the ventilator alarmed with data acquisition pcba adc reference failed . The fse reported there was no patient involvement.

Manufacturer narrative:
Follow-up: failure analysis on this data acquisition (da) board shows that the da board was tested and no failures were identified. Patient/user involvement: the fse reported that unit was in use on patient, but there was no patient harm reported. Involvement.